Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo 13.2, -06.00 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was explanted due to low vault on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the patient's arch height remained low, but patient refused to replace lens and replacement canceled.

Manufacturer narrative:
B5 - addition: lens implanted as an exchange lens. MDR# 2023826-2021-01890 was submitted for initial lens. H10 - the pe statement should be corrected to add "dimensional inspection found the lens to be within specifications." Claim# (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found haptic torn. Claim# (B)(4).